Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. In this case, the device was prepped prior to use with no issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. It is likely that during advancement through the moderately calcified, moderately tortuous anatomy, the balloon became compromised and/or damaged resulting in the balloon rupture during the first inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous de novo mid-left circumflex. The 2.50x8mm nc trek balloon ruptured at 6atm on the first inflation. The device was replaced with a new 2.5x12mm nc trek balloon to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.